Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a no delivery alarm on the insulin pump. The customer changed the infusion set. The customer's blood glucose was 205 mg/dl. Troubleshooting was not performed as the customer had called earlier and already gone through a majority of the troubleshooting for a no delivery alarm. Advised that changing the reservoir had resolved the issue. Advised that the customer return the reservoir for analysis. Advised that replacement infusion sets would be sent. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.